Event description:
It was reported that: the craft outer box mentions a reference cv-15854 and lot# 71f22d2387 on the label. The sterile packing mentions cv-12702 and lot# 71f22d1962 on the lidstock. The devices inside the sterile packaging are cv-15854. There was no consequence for a patient as the incident was observed prior to use.

Manufacturer narrative:
(B)(4). The customer report of an incorrect lidstock/pouch label could not be confirmed through investigation of the returned sample. The customer returned one unopened 4-l cvc kit for analysis. Visual analysis revealed that the kit had product lidstock for cvc kit cv-15854 with lot 71f20f0635. The kit was opened to further analyze the components and the components within the kit were observed to belong to cvc kit cv-15854 per the bill of materials (bom). This is not consistent with the customer description that "the sterile packing mentions cv-12702 and lot# 71f22d1962 on the lidstock." There was no discrepancy noted between the packaging and returned components. A device history record review was performed, and no relevant findings were identified. Due to the discrepancy between customer report and the sample received, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the craft outer box mentions a reference (B)(4)and lot# 71f22d2387 on the label. The sterile packing mentions (B)(4) and lot# 71f22d1962 on the lidstock. The devices inside the sterile packaging are cv-15854. There was no consequence for a patient as the incident was observed prior to use.

Manufacturer narrative:
(B)(4)